Manufacturer narrative:
Investigation finding code - 424 investigation conclusion code - 2306 missing injection foot. No physical damage to cartridge holder or inpen back shell was noted. Missing front shell. Unit paired successfully to commercial app. Unable to obtain first bond date, last bond date, and battery percentages due to not being downloaded to looker studio. Inpen received with leadscrew fully rewound. Unable to perform baseline and wireless functionality, displacement dose accuracy, and leadscrew reset torque test due to missing injection foot. Unable to determine inpen front cap investigation due to inpen not received with original front cap. In conclusion no insulin is dispensed when the injection/dose button is pushed. Inpen received without original front cap. Missing or physically damaged front caps can affect insulin delivery. Unable to verify customer's complaint for leadscrew anomaly due to missing injection foot. A missing injection foot can affect insulin delivery. Therefore, leadscrew anomaly cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported inpen screw was not moving as intended. The customer reported no adverse event. The event involved product(s) mmt-105nnblw1. Troubleshooting was performed. Customer was reporting that retracting the screw is difficult. The customer was advised to return the inpen, however not possible due to return logistical limitations. No harm requiring medical intervention was reported. No product return is required for mmt-105nnblw1.